Manufacturer narrative:
Sections with additional information as of 21-mar-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: replacement product had been re-shipped to customer. Manufacturer contacted customer in a follow-up call on 07-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern and that they are using the pen needles.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint for inaccurate dispense/aspiration of the 31g pen needles stating that he had used 20 of the pen needles and that 10 had been "clogged." The package was not open or damaged when received by the customer. This is not the first time the customer is using the product out of this package; customer could not confirm exactly how long he has been using the product. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 07-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet received the replacement products; product was to be re-shipped to the customer.